Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the stapler instrument misfired with multiple attempts. The customer replaced the sureform 60 green reload and continued with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
The sureform 60 green reload was returned and failure analysis found cartridge damage. Not all staples deployed successfully and some stayed intact. The knife appeared to be missing and was not returned with the reload. The reload was found to have a firing failure based on a log review. Visual inspection of the reload showed some pushers were deployed and some were not, and the shuttle was not at the end of travel, suggesting a firing failure had occurred, even though the blade was not returned. The shuttle position and pusher deployment aligned with the log findings indicating a tissue too thick to continue a firing failure at 64% completion. The reload internal slot for the knife base exhibited damage on both sides at or slightly beyond the midpoint of firing. The shuttle appeared to be broken, but no broken shuttle fragments were returned. The cartridge and shuttle damage were not directly related to the firing failure, and believed to have occurred after the reported firing failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.